Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2021 due to it not inflating, and when explanted it was almost empty.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2 and reservoir were received for analysis. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, this device was explanted and replaced due to a hole in the tubing from the pump.